Event description:
A (B)(6) male patient called zoll customer support to report that his monitor wasn't fully powering up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) been completed. The reported problem (won't fully power up) was confirmed. Upon investigation the monitor was unable to power up. The cause for the power-up failure was isolated to excessive corrosion on the c/a and defibrillator boards. The root cause for the corrosion could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the contaminated monitor. The patient received a replacement monitor.